Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported nuisance downstream occlusion, which was reproduced during evaluation. A review of the event history log did not identify nuisance downstream occlusion alarms. The cause was determined during a visual inspection to be the downstream tubing guide was out of adjustment. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.